Manufacturer narrative:
Additional information: device manufacture date and unique device identification (UDI) provided.

Manufacturer narrative:
The archive from the procedure was reviewed by medtronic personnel. Review found that the slices were overlapped on the image. However, there was no additional insight into the reported issue.

Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), a 5 millimeter imprecision was observed with all instruments. It was noted that the exam was not to protocol as the spacing and thickness did not match. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.